Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 467 mg/dl at the time of incident. The customer also reported that the battery cap was lost. Customer refused to address high blood glucose. The insulin pump will not be returned for analysis.